Event description:
It was reported that during device changeout due to normal eri. Externalized conductors were observed via x-ray. High capture threshold was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.